Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that following a device change out of the implantable cardioverter defibrillator, the patient presented with a pocket infection. The patient had purulent drainage from the pocket incision. The system was explanted, and the patient was treated with antibiotics following the procedure. A replacement system was later implanted on the right side of the chest.